Manufacturer narrative:
Follow-up #1 date of submission (B)(6) 2016-device evaluation: the pump has been returned and evaluated by product analysis on (B)(6)2016 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. A review of the pump black box data revealed that the pump¿s time and date settings reset to the default after a reboot. During testing, the time and date reset was duplicated upon a pump reboot. The pump case was removed, and the internal clock battery on the printed circuit board was observed to have failed.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a history/settings (time and date reset) issue. It was reported that the pump date setting was incorrect after the battery was removed for less than 24 hours. There was no allegation of an adverse event with this complaint. Customer support has made several attempts to contact the reporter in follow up, however, the reporter did not respond. No further information was available; if further information is provided a follow up report shall be made. This complaint is being reported because of the allegation of a history/settings issue.